Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿infection, redness, tenderness and firmness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. As with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities."

Event description:
Healthcare professional reported that after injection in the "pre jowels and buckle" with two syringes of juvederm voluma xc, the patient experienced an "infection, redness, tenderness and firmness" in the left cheek noticed eight days after injection. On the same day as symptoms onset, the patient was seen by the healthcare professional and treated with "augmentin." Two days later, the patient was seen and treated with "hyaluronidase, bactrim and biaxin." The area was also aspirated but nothing was present. Six days later, the patient was seen by the healthcare professional and treated with "hyaluronidase." Patient was taking "(B)(4)l" concomitantly. Patient has "fibromyalgia and migraines." Symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016. Additional information: describe event or problem. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional provided clarification of the event, reporting that eight days after injection the patient was treated with augmentin and hyaluronidase. Two days later, the healthcare professional treated the patient with to biaxin, bactrim, and hyaluronidase. Nine days later, the healthcare professional stated that the patient was "much better" and continued treatments of biaxin and bactrim, and injected more hyaluronidase. On the same day, the patient symptoms of erythema, induration, and pain resolved. Two (2) months later, the symptom of infection had resolved.